Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to a micro-dislodgement. The physician reported that during the post op check on the same day of implant, the rv lead exhibited high thresholds (4v) after pocket closure. A new rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned, and product analysis complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities besides typical surgery-related damage which is not considered abnormal. In conclusion, laboratory testing was unable to confirm the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to a micro-dislodgement. The physician reported that during the post op check on the same day of implant, the rv lead exhibited high thresholds (4v) after pocket closure. A new rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.